Event description:
Same case as MDR ID: 2134265-2015-04818 and 2134265-2015-04631. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that the image appeared but pullback could not be performed. The procedure was completed with an unspecified catheter. After the procedure, the devices were checked and it was then noted that the opticross¿ was not interlocked with the sled properly. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).